Manufacturer narrative:
Based on the claim against the product by the customer noting a repeated error 23062, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform a failure analysis. The universal surgical manipulator (usm) was analyzed and duplicated the error 23062, pointing to an issue with degree of freedom (dof) gearbox. Dof 5 gearbox, rotor assemblies and top plate were replaced as a fix. The complaint was confirmed based on failure analysis, which indicates that the device has contributed to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the site encountered a repeated error 23062 that would not recover. Prior to calling for tech support the site had disabled the universal surgical manipulator (usm). The site tried to power cycle the system with no change. The surgeon proceeded with the procedure using three arms. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting disabled arm 2, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm 2 due to repeated 23062 errors. System tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.